Event description:
The bleeding ultimately resolved there were no further complications from gi bleeding.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had confirmed gastrointestinal bleeding (gib). No diagnostic testing was used to confirm the source of bleeding. The patient had an episode of black stool and was concerning for upper gib. Patient was at increased risk for gib given their recent left ventricular assist device (lvad) placement and warfarin use. Potential sources include arteriovenous malformation (avms) (increased risk with lvads) vs mallory-weiss tear (given report of recent vomiting) vs peptic ulcer disease (pud). However, the patient had brown stool on rectal exam and their hemoglobin dropped only mildly (from low 7s to 6.7), making it unlikely they were having significant active bleeding. Endoscopy would be higher risk with patient history of advanced heart failure, pulmonary hypertension (htn), and warfarin use. It was stated that since it was unlikely the patient was having active bleeding currently, the risks of esophagogastroduodenoscopy (egd) would likely outweigh the benefits at this time. If patient had further bleeding, switching warfarin to heparin drops would be considered. Patient continued intravenous proton pump inhibitor (ppi) twice a day. The plane was to transfuse for hemoglobin less than 7.